Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting false negative results associated to the 0.8% resolve panel c lot# vrc247. Donors 1,2,5,6 and 10 failed to react with a patient known to have anti-k and anti-jka. Weak-1+ reactions to cells 3,4 and 7 (cells #3 and 4 are homozygous for jka and negative for k; cell#7 is k positive and heterozygous for jka) customer tested the sample against the 0.8% resolve panel a lot #vra305 and reports false negative reactions for cells 3,4,5,and 7 listed to be homozygous for jka and 6,8 and 9 listed to be heterozygous for jka. Cells# 4,7 and 11 listed to be positive for the k antigen. (Refer to (B)(4) for the details surrounding the 0.8 resolve panel a). Testing with the 0.8% resolve panel c ficin treated cells was inconclusive with all donors yielding positive reactions. Issue started on: (B)(6) 2018, frequency: x1, methodology used: manual gel, incubation time (for manual test only): 15 min, reaction grade obtained: negative, customer was expecting: positive, test repeated: no. Testing performed on (B)(6) 2018 by the manual gel method with 15 min incubation. No additional testing performed due to the patient's historical antibody on file. Tsc was able to confirm that the patient was not transfused based on the negative listed panel cells (antibody already on file). Customer's concern that the anti-jka would have missed due to the ruling out of the homozygous donors not reacting. 0.8% no incorrect or erroneous results have been reported as a result of this concern. All listed ocd products have been confirmed to have normal appearance and has been stored according to the package insert indications. Tsc referred the customer to the IFU to the 0.8% resolve panel a that indicates the following; the rate at which antigen reactivity (e.g., agglutinability) is lost is partially dependent upon individual donor characteristics that are neither controlled nor predicted by the manufacturer. Complement-dependent antibodies may not be detected if a plasma specimen is used.